Manufacturer narrative:
(B)(4). Date sent 6/10/2025 d4 batch # unk b3: only event year known: 2025. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please provide the product code for the issue reported? 2. Where within the gap setting scale was the orange indicator prior to firing? 3. What confirmation was received that the device was fully fired? 4. Did the device staple? 5. Was the staple line complete? 6. Were there any staples missing from the staple line? 7. What was the shape of the staples (b-formation, irregular, legs straight)? 8. Were the staples deployed into the tissue? 9. Were the staples seen in the surgical field? 10. Did the device cut? 11. Was the cut line fully circumferential around the target tissue? 12. If the device fully cut, were both tissue donuts present? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown case the product had a lock out. Had to replace and use a new one. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 6/20/2025 corrected data: b1, h1. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event. The file was mistakenly created.